Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 1 malfunction event. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.